Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The customer reported that the surgeon was using the tendon puller during a thoracic lumbar fusion. The device broke between the distal tip of the device and the hinge above the ring handles, at the curve/arc of the device. No x-rays taken. Confirms no pt harm.